Event description:
It was reported that the applier does not completely close the clips. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/15/2008. Information anticipated, but unavailable at this time.